Event description:
It was reported that this pacemaker system recorded signal artifact monitoring (sam) episodes due to noise. Technical services (ts) reviewed data from the device and noted that the respiratory rate trend (rrt) feature had been deactivated, and that out-of-range (oor) impedance measurements were present around the time the sam episodes were stored. Investigation identified the possibility that the device was turned to monitor only and then back to monitor and therapy; and the sam episodes were stored before therapy was back on, so the oor values and noise could have been a potential interaction with external equipment. Ts mentioned that it would be important to know if the patient was connected to external equipment from the hospital or during any revision at that time. Since the noise was oversensed on the atrial channel, a troubleshooting guide was provided to evaluate this lead integrity, and further reprogramming options were discussed. Since the reported observations happened, there is no evidence of oor values nor noise. The lead remains in service and no adverse patient effects have been reported.

Manufacturer narrative:
Follow up report 1 (correction): related report number field was updated. There are no related reports for this case.

Event description:
It was reported that this pacemaker system recorded signal artifact monitoring (sam) episodes due to noise. Technical services (ts) reviewed data from the device and noted that the respiratory rate trend (rrt) feature had been deactivated, and that out-of-range (oor) impedance measurements were present around the time the sam episodes were stored. Investigation identified the possibility that the device was turned to monitor only and then back to monitor and therapy; and the sam episodes were stored before therapy was back on, so the oor values and noise could have been a potential interaction with external equipment. Ts mentioned that it would be important to know if the patient was connected to external equipment from the hospital or during any revision at that time. Since the noise was oversensed on the atrial channel, a troubleshooting guide was provided to evaluate this lead integrity, and further reprogramming options were discussed. Since the reported observations happened, there is no evidence of oor values nor noise. The lead remains in service and no adverse patient effects have been reported.